Manufacturer narrative:
Insulin pump received with unresponsive act button due to flattened dome (no crease). The keypad connector was inspected and no anomalies noted. No cosmetic damage noted. (B)(4).

Event description:
Company representative reported via phone call that the buttons were sticking. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.